Event description:
It was reported that during use 10 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced tube push off of the non-patient needle. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373

Event description:
It was reported that during use 10 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced tube push off of the non patient needle. There was no report of patient impact.